Manufacturer narrative:
The reported event of sensing noise was confirmed. Final analysis found that the insulation was abraded at 43.3 cm to 43.5 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right atrial (ra) lead was sensing noise causing inappropriate mode switches. The lead was explanted and replaced on (B)(6) 2021. The patient was in stable condition.